Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The two additional proglide devices referenced are being filed under separate medwatch manufacture report numbers.

Event description:
It was reported that suture placement was attempted in the right common femoral artery with three proglide devices via a 6f sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when removing the plunger from the three proglide devices, resistance was felt and suture breaks occurred. The sutures of two additional proglide devices were placed using the preclose technique. The sheath was upsized to an 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclosed technique. No additional information was provided.